Manufacturer narrative:
(B)(4).

Event description:
The pt had supraorbital and infraorbital percutaneous leads tunneled to a supraclavicular pocket, where they were connected to the extensions. The extensions in turn were tunneled to an implantable neurostimulator located in her lower abdomen. An infection developed in the supraclavicular pocket. The entire sys was removed. Additional info has been requested. A f/u report will be submitted if additional info becomes available.